Event description:
The account alleges that the device has a loss of head up.

Manufacturer narrative:
The technician stated that the account repaired the device, however, it was not communicated to hill-rom as to the details of the repair. The technician received word from the account only that the device was operational and back in service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.